Manufacturer narrative:
This is the third of four reports for the same patient involving four lot numbers of the same product. It is unknown which contributed to the event. Refer to 2018-51279-01 for the reported first lot number a5035479. Refer to 2018-51279-02 for the reported third lot number a5008007. Refer to 2018-51279-04 for the reported fourth lot number a5007916. The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: 2018-51279.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an eye care clinic receptionist through email on 03jul2018, the receptionist stated that one of their clients had a concern with regards to the contact lenses, as these have caused her corneal ulcers. Received additional information on 30jul2018 stating that the consumer was diagnosed with corneal ulcers on both eyes on (B)(6) 2018 by an ophthalmologist. She was accordingly prescribed with an unknown antibiotic eye-drops, to be instilled every hour for a week and was consequently reduced to four times a day for a month¿s duration. The consumer¿s condition had reportedly improved and later resolved through the treatment course. The consumer added that she had been using this brand of contact lenses for a few years now, but just had only recently felt the discomfort specifically with this last purchase, mentioned that it is like ¿something was in my eye when I was wearing these¿. The consumer also cited that she¿s back in wearing contact lenses after her eyes have recovered but had settled with a different brand. She did try to use the same lenses from the old pack she had but had experienced discomfort when wearing them. She further said, that she had no issues with her new lenses brand and she¿s fine with it. Additional information has been requested but not yet received.